Manufacturer narrative:
The customer checked the reagent syringe and reagent probes and confirmed there was no leak or loose syringe. The customer has previously shut down the instrument and brought the system back. A field service engineer (fse) followed-up with the customer and had the customer rebooted the system and issue was resolved. As of (B)(4) 2011, no call was received from the customer relating to this issue. Root cause of this event is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported that unicel dxc 600 pro synchron clinical systems flagged cartridge chemistries (cc) reagent probe a an b motion error, and the customer noticed a leak on the reaction carousel wheel cover. No injury was reported on this issue.